Event description:
It was reported that the pt's lead caused a "mass effect" on her spinal column. The "mass effect" caused her spinal column to depress and scarring in her neck and back. She had to have a laminectomy due to the surgical procedure. Since the surgery, she has had headaches and voice and swallowing problems. She still has some of the device components in her body. Her lead was removed. She experienced numbness in her arm. She was at home. Further info is being requested from the hcp.